Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp) fan failure detected. There was no injury or harm reported.

Manufacturer narrative:
Updated fields - b4, e2, e3, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and tested the device according to the specifications but could not replicate the reported fault. Collected the log files and sent them to the factory for further advice. According to the factory, if the problem persists, we will need to replace the fan. Therefore, recommend that the customer run the device for observation. The fse cleaned the found as dust was found inside and replaced the fan assy. Performed the full testing, calibrations and electrical safety testing as3551 standard as per specifications.